Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was sitting watching tv and received one inappropriate shock due to noise that was being oversensed. Troubleshooting was performed and they were not able to recreate the noise. X-ray were requested. Technical services discussed troubleshooting and programming options. At this time, the electrode remains in service. No adverse patient effects were reported.